Event description:
It was reported that the customer was transported, by ambulance to the hospital because she received a reading of 10 mg/dl causing her blood pressure to raise. In the ambulance a blood glucose reading of about 100 mg/dl was reported. A review of the system was conducted over the phone. This review did not indicate any malfunctions with the meter. The customer was asked to return the meter and reagents for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.